Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the touch screen pointer was out of alignment and was unable to select service screen to perform screen calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.